Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the patient identifier, date of implantation, and date of explantation. The patient identifier is (B)(6). The date of implantation was (B)(6) 1993. The patient underwent explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, suicidal ideation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 375cc mentor siltex round moderate profile prostheses and suffered several unexplained systemic symptoms, including unspecified illness, depression, memory issues, brain fog, anxiety, joint pain, and body pain. In addition, the patient stated that she has attempted suicide. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation was estimated as (B)(6) 1992 based on available information. Since no contact information was provided, mentor was unable to follow up for additional information. This report is for the right-sided prosthesis.